Event description:
As reported, the elderly patient presented with severe ai and ar. A 26 mm ultra was implanted in good position with 2 cc additional volume. Moderate pvl was noted. 1 cc was added, and another post dilation was performed. The patient's pressure dropped and an effusion at implant site was noted. All efforts to maintain the patient's pressure failed. The surgeon then opened a small sternal window to assess, and a tear was noted at the lvot level / inflow area of valve frame. The patient expired soon after. The valve was successfully implanted. There was no central leak. There was no use error that led to any negative outcomes or patient injury. There was no device malfunction/difficulty using the device during case.

Manufacturer narrative:
There is no indication of valve explant. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as relevant patient factors were not provided. However, it could be related to the mechanism described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Valve remains implanted.